Event description:
The sales rep is reporting that during an acl/pcl procedure, the surgeon bent a driver and then broke another 23 mm driver at the shoulder of the driver. The piece fell into the pt and was retrieved by the surgeon. The surgeon was able to complete the procedure using a 30 mm driver with no pt consequences.

Manufacturer narrative:
The complaint device has not yet been returned for root-cause evaluation. However, the reported failure mode, breakage of the driver tip, is consistent with the application of off-axis excessive mechanical force- a user technique issue. One hypothesis is that the bone was too hard or an inappropriately small bone tunnel was drilled given the graft size and size of the implant. This theory is supported by the fact that previous to the breakage of the instrument tip, a same size driver was bent. Subsequently, a larger driver was used to complete the case, indicating that incorrect sizing was likely originally used. The pieces were retrieved from the pt and there were no pt consequences. However, if this was to recur and the broken fragment not retrieved from the pt, it is possible that pt injury could potentially occur. Because of this potentially an MDR is being filed to document this event. When and if the complaint device is received here at depuy mitek, it will be subjected to a failure root cause analysis. If the analysis identifies any definitive root cause, outside of user technique, a follow-up report will be filed.